Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she had experienced a low blood glucose (bg) as low as 30mg/dl and was disoriented related to performing the fill cannula step while connected to the pump. Customer technical support (cts) reviewed the pump history with the patient and determined that the patient likely received an additional 3 units of insulin as a result of filling the cannula while attached. The patient stated that she has hypoglycemia unawareness and can go as low as 16mg/dl and still function. The patient was reportedly given milk and jelly by family members and the patient's bg by the end of the call with cts was reportedly 147mg/dl. During troubleshooting, cts noted that there were a total of 8 primes the evening of (B)(6) 2013, but the history showed that the fill cannula step was only performed with 3 of those primes. The patient insisted that she had filled the cannula after each prime step, however, only 3 fill cannula steps were showing in the history. The pump was replaced due to the discrepancy in the pump history regarding the fill cannula step. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy with use error as a cause or contributor to the alleged incident.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box data shows no activity outside of normal use. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. Pump powers on normally and performed "ez-prime" operations successfully. The pump correctly displays "disconnect set from body" warning before each prime step. The pump powers up normally and primes correctly. Pump pairs with test meter , system was exercised for 24 hours. No alarms occurred during testing. Periodic boluses were executed using "normal, ez-carb, ez-bg, combo, and canula boluses" successfully, history recorded boluses info in the correct time and order. The pump passes a 29 h flow accuracy test and found to be delivering within specifications. The pump cover was removed. The power flex and pcb were tested for intermitting conditions, no defects were found. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.